Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.

Event description:
Customer reported image burn in on left monitor. No pt injury was reported.